Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic due to device vibration, high, out of range, pacing lead impedance was observed on the right ventricular (rv) lead. It was suspected that the impedance problem was due to lead tip issue. The patient was stable and being monitored.

Event description:
New information received notes that the rv lead was capped on(B)(6)2020 . The patient's condition was stable and discharged.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
New information received notes that high capture threshold was observed on the rv lead.